Manufacturer narrative:
D10 (product ID - ta4548s, lot # - p6k0073kx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an end-to-end anastomosis. During surgery the stapler misfired while trying to close the descending colon leaving the rectum wide open. This caused some contamination which was cleaned/irrigated extensively. It was reported that after the implant, the patient experienced bloating, nausea, hernia, adhesions, <(>&<)> pain. Post-operative patient treatment included hospitalization, reversal of loop ileostomy, CT scan, repair of parastomal hernia, use of stapler for anastomosis, enterotomy closed with stapler, ng tube, tap block, hernia repair with mesh, use of abdominal binder, <(>&<)> use of jp drain.

Manufacturer narrative:
Correction: removed additional code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.